Event description:
It was reported that the patient presented to the emergency room with symptoms of lethargy and pre-syncope and the device could not be interrogated or produce the magnet function on telemetry. It was also reported that 6 months prior, there was an estimated three years of longevity remaining. The patient was transported to another facility for a higher level of care where the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092-52 implantable pacing lead (B)(6) 2002; 5076-45 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Analysis revealed the returned device found a high current drain condition during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.